Event description:
The distal end of the catheter was broken upon traction removal. The indwelling time was 181 days.

Manufacturer narrative:
The MFR has received the sample and it will be evaluated. Results are expected soon.